Manufacturer narrative:
Add'l info has been requested. A device history record review was performed. The review indicated that there were no discrepancies that would be associated with this complaint. Parts met all dimensional requirements and visual criteria upon release. A dimensional and visual inspection and performed on the returned device. Bony growth was seen on the endplates. The endplates have shiny areas consistent with impingement. Both endplates show scratches on the plasma coated surfaces consistent with endplate removal from the patient. On the inferior endplate, the l3 left and right tab openings were bent and therefore l3 left side was found to be undersized. The bending of the tab openings is damage that is not associated with the manufacturing process.

Event description:
Patient was originally implanted with prodisc-c at c5-c6. Two weeks post op, the patient returned to the doctor for radicular arm pain. After the appointment, the patient went to the ER for difficulty swallowing. X-rays taken in the ER showed the implant in hyperflexion mode. The superior endplate of the implant was well over the inferior endplate, and the patient's facets were hyperextended forward. The patient reported no known trauma to cause the hyperextension. The implant was removed and the patient was revised to fusion.